Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 475 mg/dl. The customer declined to troubleshoot for her high blood glucose and continuation of troubleshooting tester procedure with guardian link. It was unknown whether the customer was using auto mode at the time of reported event. Customer reported they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.